Manufacturer narrative:
(B)(4). Investigation results: visual examination revealed that the exposed glass fiber tip measured approximately 3.0 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within the connector. The condition of the returned device would cause the device to fail to fire and cause a weak/no aiming beam thereby confirming the event. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 365 laser fiber was used during a left ureteroscopy with laser procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium yag 100 watt console. According to the complainant, during the procedure, it was noted that there was no laser energy coming out from the laser fiber. The procedure was completed with another accumax 365 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector.